Manufacturer narrative:
Vascular perforation is a is a potential clinical risk associated with the flexcath cross device, which is the same as the risk of a procedure performed with similar, competitive devices. No non-conformances were found after an analysis of production records.

Event description:
It was reported that during a procedure to place a left atrial appendage (laa) closure device from another manufacturer, the dilator/transseptal needle and sheath were advanced into the external iliac vein. It was further reported that patient's blood pressure dropped, and an external iliac vein perforation occurred. A balloon angioplasty was performed to stop the bleeding. The patient was under general anesthesia. The case was aborted. A computerized tomography (CT) was performed and confirmed that the bleeding had stopped. No further patient complications have been reported as a result of this event. Per follow up from the representative there were no complications or observations noted prior to the event. No device malfunction or issue was reported.